Manufacturer narrative:
The even products were returned to applied medical for evaluation with a rubber fragment. Upon inspection, engineering noted only one unit had fragmentation of an internal rubber component of the seal. The likely root cause of the damage to the seal is an instrument. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Procedure performed unknown. "This is the complaint from the market. Please refer to the complaint sheet for investigation." " physician found black debris dropping off from the cannula during an operation and retrieved the debris. (B)(4) olympus received the event unit and the black debris. On evaluating the even unit and the debris, we confirmed septum breach and also confirmed that the debris may be a portion of septum guessingly to see the shape of the missing part on septum and eh shape of the debris. The debris' measurement is approximately 2.1mm by 1.7mm. Please analyze this complaint phenomenon and review the device history record of the event unit." Patient status: patient was not injured.